Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient. According to the complainant, the patient experienced infections, erosion of the mesh through her vaginal wall, dyspareunia, pelvic pain, urinary problems and constipation. All other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.